Manufacturer narrative:
Additional information: h6, h10: information was received on 10-mar-2021 indicating the medication and programmed rate in the event; fentanyl 2mcg/ml / bupivacaine 0.0625% with rate variable (4ml/hr - 6ml/hr). And there was no required treatment following the infusion volume more than prescribed. Device evaluation completion date: 8-mar-2021: one smiths medical cadd solis vip pump was returned for analysis. During analysis, the customer?s reported problem was unable to be duplicated. Device had a constant error alarm codes 41622 / 45520 during functional tests. Other problems were found during the tests. Multiple components were involved. Service recommended replacing defective main board, expulsor and keypad. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that the cadd solis hpca pump was over infusing. The issue occurred during use with a patient but there was no patient injury. The pump was exchanged to resume therapy.